Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had changed their tubing prior to a routine scheduled supply change. Reportedly, the customer performed the fill tubing step several times and was unable to complete the load process. There was no reported impact to the customer's blood glucose level. The customer stated that all supplies would be changed to resolve the issue. Although requested, no further information was provided from the customer.